Event description:
Additional information was received that during an in clinic follow-up, noise which led to oversensing was observed on the rv lead. The patient was stable and will continue to be monitored.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. No known intervention has been performed. The patient was stable and will continue to be monitored.